Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that when she changed her set on friday the plunger came out of her reservoir and all of the insulin spilled out. The customer then used another reservoir but there were many air bubbles in it. The customer consumed approximately 6 or 7 reservoirs before one of them functioned properly. The patient's blood glucose at the time of incident was 115 mg/dl. The customer did not have any reservoirs to return. No products were returned and two replacement reservoirs were shipped to the customer.